Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened esc, up and down button dome switch (creased). No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test and passed displacement test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons less responsive, up and down buttons were harder to press. Insulin pump reject new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis